Event description:
It was reported that during servicing, a flo-gard infusion pump was found to have damaged force sensing resistors (fsrs). No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the damaged force sensing resistors (fsrs) was determined to be due to use of alcohol in the channel. To correct the condition, the fsrs was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.